Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient¿s mother reported that the patient was hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 24 and 36 hours. Following a consultation with the doctor, it was believed that the pump was not functioning properly, contributing to the patient¿s progression into dka. The patient experienced vomiting and persistent hyperglycemia despite multiple bolus correction attempts. Treatment included intravenous insulin and electrolytes. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
No problems were found that would prevent the device from delivering insulin as intended.